Event description:
It was reported via repair work order that the litter seat section was bowed down and was bent with sharp edges accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.